Event description:
It was reported that a pt underwent a robotic assisted laparoscopic total hysterectomy procedure in 2009. The pt's uterus was extremely large and extremely calcified. The size of the uterus being removed was approx 900 grams. During the procedure, the blade would not cut through the extremely calcified tissue. The decision was made to convert to a mini-laparotomy to successfully complete the procedure.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01176 and medwatch 2210968-2009-01177. The same pt is represented in each medwatch.